Manufacturer narrative:
The company representative examined the system, confirmed the system message, and replaced the irrigation/vent solenoid spacers. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown. (B)(4).

Event description:
A nurse reported that during surgery there was an issue with the fluidics in the system. The patient's eye got soft during the surgery, but the nurse reported that there was no actual patient injury.